Event description:
A user facility reported holes were discovered in the arterial blood tubing line resulting in blood loss one hour into a into the patient¿s hemodialysis (hd) treatment. It was discovered that blood was leaking from the tubing within the blood pump. Upon follow up, it was confirmed that the blood leak was visually observed from the tubing itself, the tubing that is within the blood pump. The machine alarmed with an air detector alarm. There were no loose connections and no defect or damage seen. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint devices were discarded and are not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility reported holes were discovered in the arterial blood tubing line resulting in blood loss one hour into a into the patient¿s hemodialysis (hd) treatment. It was discovered that blood was leaking from the tubing within the blood pump. Upon follow up, it was confirmed that the blood leak was visually observed from the tubing itself, the tubing that is within the blood pump. The machine alarmed with an air detector alarm. There were no loose connections and no defect or damage seen. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint devices were discarded and are not available to be returned to the manufacturer for physical evaluation.